Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted thathe tip was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that prior to implant it was noticed that the lead was kinked at the tip, and that the coils at the distal portion coil appeared to be stretched. The sterile package was not opened, and the lead not used. Another lead was implanted. No patient complications have been reported as a result of this event.